Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08451. It was reported that the rotawire became fractured. A 1.25mm rotalink burr and two 330cm rotawire were selected for use. During testing, outside patient's body, the rotational speed was to 300,000rpm; however, the rotation speed could not be adjusted. Consequently, the burr came in contact with the rotawire and was fractured. The speed was quickly lowered and the rotawire was replaced with another of the same rotawire which was loaded onto the burr. However, after multiple attempts for about half an hour duration, the rotawire could not be loaded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that that this complaint is a duplicate to MDR ID: 2134265-2017-08620.